Manufacturer narrative:
The investigation determined that the event was caused by the worn pinch valve tubes. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin I stat immunoassay (troponin I stat) result from one patient sample tested on the cobas e411 rack. The initial result at 1:32 pm was 0.66 ng/ml with a data flag. This result was deemed incorrect. The repeat result at 1:55 pm was less than 0.1 ng/ml.

Manufacturer narrative:
The serial number of the customer's cobas (B)(6) rack is (B)(6). The investigation reviewed the last calibration performed on 16-jul-2023; the calibration signals were within specifications. The investigation reviewed the qc data. The last available qc was from 25-jun-2023 (level 1) and 12-jul-2023 (level 2). The results were within the specified ranges. Product labeling states "quality control - controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation reviewed the customer¿s handling of patient samples. The investigation noted that the customer did not use rack adapters for the 13 mm tubes. Product labeling states "inserting a roche rack cup adapter into a rack: use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The customer uses a fixed centrifuge. The investigation determined that this centrifuge is suboptimal as a swing bucket centrifuge is recommended for sufficient and horizontal separation of the gel layer. The investigation reviewed the alarm trace on the date of event. The alarm trace showed several messages potentially related to sample quality "sample volume insufficient or clot pip."; 'sample liquid-level detection (lld) noise'. The field service engineer (fse) inspected the analyzer and found the pinch valve tubes to be in bad condition. He then replaced them with a new set. He performed preventive maintenance and changed the measuring cells. He performed precision checks, adjustments, and blank cell tests with successful results. The investigation is ongoing.